Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing of r wave. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.